Event description:
In approximately on (B)(6) 2012, a patient underwent a posterior fusion surgery utilizing a lanx spinous process fixation device. During a post-operative visit, the surgeon noticed pseudarthrosis, as well as patient pain and discomfort. The surgeon performed a revision surgery to remove the lanx spinous process fixation device and replace with pedicle screws.